Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump¿s time and date reset to default. It was not noted when the time and date reset occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 04/14/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a time keeping accuracy test.